Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that unspecified vessel puncture closure was attempted after an unspecified procedure using a proglide device, however, it was noticed that the entire suture, both rail and monorail, came out during removal of the proglide plunger. The proglide was removed and hemostasis was achieved with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the failure to deploy the suture; however the additional treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: suture placement in the right common femoral artery was attempted with a proglide device via a 6 fr sheath after an interventional procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.